Manufacturer narrative:
(B)(4). The handpiece was received with nose cone slightly separate from the mid housing. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torquing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.